Manufacturer narrative:
The meter was returned for investigation. A segment was found missing from the results field of the display. The meter's display connector was damaged and cracked during manufacturing, resulting in the display failure. Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4). The meter was requested for investigation.

Event description:
The initial reporter stated there was an issue with the display of accu-chek performa nano meter serial number (B)(4). The reporter stated "underneath the screen has bled making it difficult to read the meter". The display had some missing segments.